Event description:
It was reported that the right ventricular lead was dislodged. The lead was attempted to be repositioned, but became caught on the tricuspid valve, so the lead was capped and replaced. It was also reported that the right atrial lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).